Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The numbers were ramping on their own. The scroll bar was moving with no input. Her blood glucose level was 101 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.